Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Item has been requested to be returned. Upon receipt of item and product evaluation, a follow-up MDR will be sent to the FDA. Additional information was received on (B)(6) 2014 giving actual item/lot numbers. This is a second MDR for the same reportable event. Also see: 3002806535-2014-00023.

Manufacturer narrative:
Actual device was not returned for evaluation, but radiographs were returned and evaluated. The manufacturing history records for item 157858 (lot 1679971) 58/52mm recap shell and item 157252 (lot 1680091) were checked and it is reported that the components were manufactured correctly. The radiographs were assessed and the inclination was measured as being approximately 53°, the anteversion could not be established using the information provided. It should be noted in this instance that the surgical technique provided with the recap acetabular shell specifies a recommended orientation which has an inclination angle of 45° and anteversion of 20°. The literature describes a correlation between high inclination angle of the acetabular shell, the resulting edge loading and increased wear. There are a number of factors that can affect the performance of a hip prosthesis, as detailed in the recap packaging insert: ¿improper preoperative or intraoperative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear.¿ ¿thoroughly clean and dry taper prior to attachment of the modular head components to avoid crevice corrosion and improper seating.¿ "improper selection , placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." "Malalignment of the component or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."

Event description:
It was reported by the hospital that the patient underwent a hip replacement on (B)(6) 2009. Subsequently a revision surgery was performed on (B)(6) 2013, due to elevated metal ion levels and a pseudotumor. No further information has been received.